Event description:
It was reported that the device was explanted due to an infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)- review of quality records. Other text : device evaluation anticipated, but not yet begun.